Event description:
Customer reported that on (B)(6) 2014 at 5:00pm, she received a reading of 74 mg/dl on her adc blood glucose meter which was higher than she felt. Customer further reported she experienced a loss of consciousness and seizure. Paramedics were called by a relative and upon their arrival, a blood glucose result "below 20 mg/dl" was obtained on the hcp meter. Customer was treated with glucose via intravenous infusion and transported to a local hospital where she was diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.